Event description:
It was reported to ge that while taking down and transporting equipment from a trade show, the "lp" arm fell on a worker who was trying to transport the arm. The falling arm apparently cracked two of the worker's ribs and he was hospitalized. This event was the result of a failure of the dolly used for transporting the lp arm. This type of incident could only occur in the installation or deinstallation of this product.